Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) presented to the hospital due to heart failure symptoms. Upon device interrogation, it was noted that a fault code 05 appeared and the device was noted to have reached eri 5 years previously. It was further noted that this patient had been lost to follow-up.